Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the pump will fall with weight in it right away. He states that the unit will not lock.